Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case involves a (B)(6) female patient who received treatment with synvisc one and later on experienced bilateral injection site inflammatory reaction, walking was difficulty and effusion/puncture was performed. The patient's medical history, concomitant medications or concurrent conditions were not reported. It was reported that the patient had already underwent 4 courses of synvisc one in 2011, 2012, 2013 and 2014 and they consisted of bilateral injections in the joints of knees under echography control and the tolerance was good. On (B)(6) 2015, the patient initiated fifth course of treatment with intra-articular synvisc one injection once (dose, indication, batch/lot number and expiry date was not provided) into joint of both knees. On (B)(6) 2015, 1 day after synvisc one injection, the patient presented with a bilateral injection site inflammatory reaction, effusion and experienced difficulty walking. On the same day, a puncture was performed and 50 ml of cloudy liquid were removed from each knee. At the time of the report the analysis were on going. A corrective treatment consisting of the injections of cortivazol (altim) in the joint of each knee was performed. Corrective treatment: cortivazol (altim) for bilateral injection site inflammatory reaction and effusion/puncture was performed; not reported for walking difficulty. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Serious criteria: required intervention for bilateral injection site inflammatory reaction and effusion/puncture was performed.